Event description:
During use of the device for a surgical procedure, the user observed an e0e and e08 alarm. The unit was changed out and the user reported the surgical procedure was completed successfully. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.